Event description:
It was reported that during a balloon assisted coil embolization procedure the coil detached within the microcatheter while being positioned in the aneurysm. The balloon was used to trap the coil in the microcatheter, and the coil was removed without clinical consequences to the patient. The patient was sent to surgery due to the neck size of the aneurysm.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the proximal contact was kinked. The delivery wire was kinked at 19cm, 37cm, and 57cm from the proximal end. The main coil was broken off at the main junction, distal to the detachment zone. Microscope analysis revealed that the main coil was kinked. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that during a balloon assisted coil embolization procedure the coil detached within the microcatheter while being positioned in the aneurysm. The balloon was used to trap the coil in the microcatheter, and the coil was removed without clinical consequences to the patient. The patient was sent to surgery due to the neck size of the aneurysm.